Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during our testing. The insulin pump minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error during a bolus attempt. The most recent blood glucose reading was 76 mg/dl. No other significant events leading to the alarm were observed. The customer also reported a blood glucose reading of 257 mg/dl. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.